Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted quickly, and subsequently an unspecified malfunction occurred. The customer's blood glucose (bg) was reportedly within range. The customer reported that healthcare provider would be contacted to obtain alternate insulin therapy, and declined follow up from tandem technical support.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue could not be verified; however, the battery issue was verified.